Event description:
A customer reported ongoing occlusion alarms .there was no adverse impact to the customer¿s blood glucose level. The customer declined initial troubleshooting, however after speaking with clinical support and exhausting all clinical troubleshooting a pump replacement was sent to resolve the ongoing occlusions.